Event description:
It was reported during an intercranial atherosclerotic stent case, the system "came back" and the stent deployed in the carotid artery proximal to the lesion. The procedure ended there with the patient to return in 60 days.

Manufacturer narrative:
The device remains inside the patient.